Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer, via the manufacturer representative, reported they had a lead implanted for several years that had high impedances on all electrodes. It was noted the "patient had not symptoms." The patient was to have the lead replaced. During the replacement procedure, a battery "problem" was found. The new lead was attempted to be connected to the existing implantable neurostimulator (ins), but there was no way of fixing the new lead. It seemed the setscrew was not operating as intended. The ins was replaced with a new ins and the issue was resolved. Following the procedure, the patient had "perfectly good stimulation" and impedances were "good."

Manufacturer narrative:
Upon additional review determined that fdd c63223 is not applicable to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the lead was not the problem. Another lead was implanted and the ins was still pulling away. The solution was replacement of the ins and the problem was solved. The problem seemed to be the connection to the ins.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins setscrew was backed out too far and was cross-threaded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative reported that all impedances were greater than 4000 ohms. By going to get the generator, the patient had implanted, it was released just as if they had not been connected. The new lead was implanted on (B)(6) 2016. The device had already been sent in for analysis and would be received within a few days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.